Event description:
Customer reported that she was hospitalized due to low blood glucose. Customer stated that the blood glucose reading was unknown when she was hospitalized. Customer stated that she gave herself a bolus for meal, but she did not eat and was not able to get her blood glucose under control. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.